Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis found that the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load an fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observations not reported by site: the instrument was found to have a loose grip cable at the distal end. The root cause of this failure was attributed to a component failure. Additionally, the instrument was found to have an input disk cracked. Hairline crack were found on the grip input disk. The root cause was typically attributed to the user mishandling/misuse. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue on the instrument clamping pulleys is typically attributed to the user mishandling/misuse, commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. Also, the instrument housing was removed and found the identification board corroded/contaminated and the entire length of the main tube surface with degradation. The root cause of these failures was attributed to the user mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the device logs for the permanent cautery spatula (part# 470184-13 / lot/serial# n10200302-0099) associated with this event has been performed. Per this review of the logs, the instrument was last used on 24-nov-2020 via system serial# sk2296. There were 7 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula had a cut wire. The procedure was completed using a backup permanent cautery spatula with no reported injury. Intuitive surgical, inc. (Isi) followed up with the agency and obtained the following additional information: it was unknown if the instrument was inspected prior to use. During the surgery, the silver cable was found to be damaged and it was replaced with a spare instrument. There was no fragment fell inside the patient.